Manufacturer narrative:
Corrected data: the reported event was re-evaluated and the coding submitted september 8th 2025 in report 3012236936-2025-0002296 was amended. 2137 - blurred vision and 2047 - retinal detachment were removed and the following codes have been added: section h6 - health effect - clinical code: 2138 - visual impairment. Section h6 -health effect - clinical code: 4581 - no code available (device dislocation). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Sections a3b, a4 and a5: information unknown/not provided. Section b3 - date of event: exact date not provided. The surgery took place in 2021 and the article acceptance date is (B)(6) 2025. Section d4 - catalog and model number: unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: information unknown/not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section h3: the intraocular lens was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - impact code: 4625 for secondary surgical intervention and unplanned vitrectomy. Citation: nagamoto t, ban n, kubono h, suzuki k, negishi k. Re-fixation using the belt loop technique for postoperative subluxation of a multifocal intraocular lens after retinal detachment surgery: a case report. Cureus. 2025 feb 24;17(2):e79585. Doi: 10.7759/cureus.79585. Pmid: 40161112; pmcid: pmc11952161. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: re-fixation using the belt loop technique for postoperative subluxation of a multifocal intraocular lens after retinal detachment surgery: a case report. A case report was done to describe a case of multifocal intraocular lens (mfiol) subluxation after macular-off rhegmatogenous retinal detachment (rrd) fixed by the belt loop technique (blt) needle externalization approach to bilateral haptics, in which good visual acuity was obtained. A patient underwent bilateral cataract surgery and was inserted with tecnis synergy® (johnson & johnson vision, (B)(6), USA) +12.0d in the right eye, intensity ((B)(6), (B)(6)) +12.5d in the left eye, and capsular tension rings in both eyes. The eye implanted with the tecnis synergy lens was reported to develop a macula-off retinal detachment, prompting ppv. 2 months after ppv, there was note of decreased visual acuity and iol subluxation, which necessitated an iol repositioning and fixation using the belt loop technique, which is an off-label procedure for fixation of the tecnis synergy iol. A copy of the article is attached to this report.